Manufacturer narrative:
(B)(4).

Event description:
There was a post op leak. The hospital is unsure if it was the fault of the endo gia. Laparotomy post op and had a hartmans 5 days after initial surgery. Samples discarded. The patient was not injured or jeopardized.